Manufacturer narrative:
This event occurred in (B)(6), where use of amigo with ablation catheters is consistent with the approved indications for use. The physician did not report this event as related to amigo, but relatedness could not be ruled out. A catheter robotics representative was present during the case, and confirmed that no amigo malfunction occurred. Pericardial effusion is a known risk associated with catheter ablation procedures and is documented in the labeling for both amigo and ablation catheters. Literature indicates pericardial effusion is one of the most frequently observed complications reported in atrial fibrillation ablation procedures, occurring in 16% procedures (B)(6). There is no evidence that use of amigo impacts this incidence.

Event description:
Amigo was used with an ez steer thermocool catheter to perform an af ablation procedure (pulmonary vein isolation). Following a successful ablation, the physician performed an atrial flutter ablation manually (without amigo). At the end of the procedure a small pericardial effusion was detected with intracardiac echo that was used during the procedure. The physician reverted heparin and performed drainage. About 70ml of fresh red blood was drained. After evacuation there was no separation and bleeding stopped. A drain was placed and subsequently removed on (B)(6). An echo performed on (B)(6). Indicated that the small effusion was not hemodynamically significant. There was a subsequent onset of a low-grade fever and elevation of infectious parameters, and ibuprofen was administered. Heparin was also administered in reduced dosage. The pt was discharged from the hospital on (B)(6) 2014 in stable condition. This event was initially reported to manufacturer by a company employee and the physician provided further details and medical records.